Event description:
Reported received of an unrequested bolus delivery. At 1300, the pump was programmed in the pca only model to deliver demerol 10mg/dl, with a 30mg pca dose, a "10-15 minutes" pt lockout and no four hour limit. At 1620, while in the pt's room, the nurse noted that the pump "made a weird noise, like it was working too hard." Reportedly, the pump display was incrementing as though a pt initiated dose was being given. The customer contact reported. "The pt was asleep and the pendant was on the top of the sheets. The pt hadn't pushed the button." Reporteldy, when the pt was awakened, they "were still very alert and appropriate and still in a lot of pain." The pump was turned off and removed from coinical service. Therapy was resumed using a replacement pump. There were no adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.